Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that insulin pump had motor error alarm. Customer¿s blood glucose was unknown. Customer stated that alarm was occurred during manual prime. The customer reported that the drive support cap was sticking out. The troubleshooting was performed. The customer was advised the insulin pump will need to be replaced and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with loose drive support cap. Device passed the displacement test. Compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to verify motor error alarm and perform occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm during basic occlusion test. Motor passed motor test.